Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
The patient's wife reported that the patient's v-go device he wore today fell off while he was in the shower. The patient's wife stated that at least three to four devices have not stayed completely attached since the patient has been on v-go. The patient's wife further explained the other devices did not come completely off but the adhesive pad did not stay attached to the skin. The patient's wife could not recall when the other devices had issues staying attached. The patient's wife stated patient does properly prepare the site before attaching it. The patient's wife stated there was no interference with clothing and nor was the patient doing any increased movement when the three to four devices had issues staying attached.